Event description:
The lead was implanted on (B)(6) 2014 and was explanted on (B)(6) 2016 due to gross lead fracture with multiple resultants, inappropriate shocks. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).